Event description:
During an incident in another country with an unknown patient, this resuscitator would not ventilate. Another resuscitator was immediately available and patient care was not compromised. This is the first of 2 similar incidents experienced over a 2 week period by the same customer. Hospital staff inspected the resuscitator and found the intake reservoir flap valve was incorrectly assembled after decontamination. Photos were taken and sent to the rptr and MFR.

Manufacturer narrative:
The laerdal silicone resuscitator (lsr) involved in this reported incident was not returned for evaluation. The user facility admitted having mis-assembled the lsr after decontamination and sent pictures of the mis-assembly to the rptr who reports that the flap valve that should be assembled on the bag side of the intake reservoir valve was incorrectly placed on the outside of the intake reservoir valve resulting in no pressure to move air forward to the patient. The lsr directions for use list step by step directions (with illustration) for reassembling the lsr and a function test that this lsr, as mis-assembled, would fail. The MFR has sent a letter to the rptr recommending they audit the hospital's lsrs and cooperate with the hospital to provide an in-service education program addressing all aspects of application, decontamination & reassembly, and function testing of the laerdal silicone resuscitator, providing charts and directions for use to all areas where the lsr is deployed and/or decontaminated.